Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to reproduce the reported issue. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the system needs to be calibrated. There was no other information available at the time. The issue took place with intermittent usability due to the surgeon being uncomfortable with the reliability of the calibration. There was no other information available from the site.